Manufacturer narrative:
Device expiration date: unknown. Date of event: unknown. The date received by manufacturer has been used for this field. Device manufacture date: unknown. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. Root cause description: root cause is undetermined.

Event description:
It was reported that leakage occurred with a unspecified bd catheter. The following information was provided by the initial reporter, "per email: have you had others complaining of the 20g ivs needle coming through the side catheter and leaking? I have had a few people come to me and say that this keeps happening."